Manufacturer narrative:
Concomitant medical device: the following device was used in conjunction with the cns: ups: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their uninterruptible power supply (ups) stopped working causing the connected central nurse's station (cns) to lose power. No harm or injury reported.